Manufacturer narrative:
Additional information: section a-3b patient gender: unknown as information was not provided. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Device history record (DHR): the manufacturing records for the product were reviewed, the units were released according to specification. No nc/ER was found as part of this manufacturing records review. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient reports complaints of blurry vision and feels that there is a web around the eye. Patient stated that the doctor told him to wait (01) one year to file a claim with jnj. The suspect iol is not available for return as it remains implanted. Additional information was received from the patient reporting the iol was explanted and replaced with a dib00 22.0 diopter iol on (B)(6) 2024 and has no issues. No further information is available.